Event description:
It was reported that there was an atrial lead warning due to high impedance on the lead. The impedance has been increasing for a few months and a lead fracture was suspected. The lead remains in use. It was further reported that a remote transmission showed another atrial lead warning for increasing and high impedance. The potential of a conductor fracture was discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Asku

Event description:
It was reported that there was an atrial lead warning due to high impedance on the lead. The impedance has been increasing for a few months and a lead fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.